Event description:
On 26-aug-2025, this spontaneous report was received regarding a 79-year-old female in association with pro 20 strip 10 inches precut stealth beige tape. On (B)(6) 2025, the consumer's surgical bandage was peeling up and she taped the hospital bandage down at the top and sides with the pro 20 strip 10 inches precut stealth beige tape. On (B)(6) 2025, the consumer noted swelling to the area. She elevated it and iced it because she thought it was from the surgery. On (B)(6) 2025, she noticed redness. On (B)(6) 2025, she went to the emergency room (ER). She was admitted to the hospital and stayed one night. The doctors determined that her reaction might have been from something topical used. There was no redness under the surgical bandage and only redness underneath the tape. She applied benadryl cream which had been helping. An ultrasound, chest CT with intravenous contrast, and x-ray of the knee had normal results. She was administered intravenous antibiotics and sent home with cephalexin to continue. She was scheduled for physical therapy and anticipated a follow up with her surgeon at the end of (B)(6).